Event description:
It was reported that the lead was attempted for implant, but the helix would not extend after one retraction. The lead was not implanted and was replaced with a new one. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed with no anomalies found. The inner tubing was kinked/buckled, there was blood in/on the helix mechanism sleeve head and on the helix mechanism itself, there was a tip seal observation, and the lead was damaged at implant.